Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test and motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold). The motor passed motor test. Analysis was unable to perform the occlusion and excessive no delivery test due to motor error alarm and prime fill anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the pump had motor error alarm and high blood glucose level. The blood glucose at the time of the incident was 600 mg/dl. Father state the customer had high blood glucose, because she did not check her blood glucose often. The customer changed out her site before the alarms occurred. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer states they are able to complete the rewind. However the motor error occurred more than once in the last 30 days. The device will be returned for analysis.